Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coronary artery bypass surgery, while sewing the femoral artery, the thread broke on two devices. They opened a new suture to complete the case. There was no patient injury.